Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. A surgical procedure was performed, during which no device issues were identified. The physician suspected that the balloon might have required additional fluid; therefore, more saline was added to the system. No components were removed or replaced. No additional patient complications were reported.